Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
Strips not available for return.

Event description:
Caller reported compact plus system blood glucose results, all mg/dl: 16 - 6:52am (B)(6); 19 - 6:51am (B)(6); 129 - 6:54am (B)(6). No adverse event was reported. A request was made for the return of the meter and strips, replacement sent.